Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, the device was able to fire, but there was a poor staple formation and incomplete staple line distally. The nail does not form. The device locked on tissue and they straighten the angle and slowly remove it. They change the nails and change guns to resolve the issue in order to complete the case. There was no patient injury.